Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during transanal total mesorectal excision (tatme), on colon pouch creation, the anvil fell off but did not fall into the patient cavity. The nurse and doctor performed the firing without noticing it, so there was no receptacle or receiving platform, the staple line was incomplete because some of the staples were u-formed and some of them were malformed. It was noted that the procedure was extended by 10 minutes for additional resection, and additional sutures were performed with a stapler.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that the staple line was incomplete, the component disengaged and there was poor staple formation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur as a result of the anvil/nose incorrect position, which was moved, altered, during incorrect instrument closure. Due to incorrect closure of the instrument, the anvil is moved toward the direction of the tip and subsequently advancing the anvil nose. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure to select a sulu (single use loading unit) with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Failure to advance the handle completely may result in unacceptable staple formation, which may compromise the integrity of the staple line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the anvil and anvil tip were disengaged. It was reported that the staple line was incomplete, the component disengaged and there was poor staple formation. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur as a result of the anvil/nose incorrect position, which was moved, altered, during incorrect instrument closure. Due to incorrect closure of the instrument, the anvil is moved toward the direction of the tip and subsequently advancing the anvil nose. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure to select a sulu (single use loading unit) with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Failure to advance the handle completely may result in unacceptable staple formation, which may compromise the integrity of the staple line. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.